Event description:
The customer reported that the x-ray system would not fluoro. After reviewing the log files, it was determined an internal system controller (sysco) error was generated when performing a specific operation on this x-rays system. The error generated is specific to this software version.

Manufacturer narrative:
(Eval method) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. (Eval results) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. (Conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.